Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who had a 250cc mentor memorygel breast implant (left) and a 200cc mentor memorygel breast implant (right) placed experienced bilateral capsular contracture post procedure. The left sided capsular contracture was baker grade iii. The right sided capsular contracture was baker grade ii. As a result, left sided capsulectomy and replacement with a 250cc mentor memorygel breast implant with the use of strattice xenograft was performed on (B)(6) 2022. At the time of this report, mentor has received no information regarding explantation or an expected explantation date of the right sided implant. The left sided capsular contracture was reported to mentor on (B)(6) 2022. On (B)(6) 2022 mentor received additional awareness of bilateral capsular contracture. This report relates to the right prosthesis. See 1645337-2022-09696 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 9449646 number on august 29, 2022, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).